Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized and admitted to emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 400 mg/dl. The customer was treated by intravenous fluids and intravenous insulin. Customer stated that they were not able to change the set due to mental acquity. Customer stated that reservoir was locked down the insulin pump. The insulin pump will not be returned for analysis.